Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope nozzle clogged. It's unknown when the issue reported was found. There were no reports of patient harm.

Event description:
The costumer reported that the intendent event was a diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the component analysis, the foreign material was organic silicone such as packing, silicates derived from medical solution, mixture of organic silicone, and fiber which is polyethylene such as clothes. All of them were not components derived from the endoscope. It was considered that the factors of foreign material adhesion include damage of air water valve, water feeding tank, packing at preprocessor, and insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. We could not specify the cause of the foreign material remained in the device due to the reprocessing steps at the material residue point were not deviated from the instruction manual, and there was no physical damage at the place where the foreign material remained. The tip of nozzle was deformed when the nozzle itself arrived. However, the nozzle was not deformed at the time of the incoming inspection. Therefore, based on the time series, it was predicted that the tip of nozzle was deformed at the timing of removing the nozzle. Olympus will continue to monitor field performance for this device.